Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a 570:320 error. The customer had to remove the batteries to shut down the audio alarm. This condition has the potential to cause an interruption of delivery. This condition was found in the coronary care department. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is 5.04.00, unremediated.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed accoring to event history log review. The device is still in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague pump with a malfunction of "error 570:320" was not confirmed or reproduced during product evaluation. The customer had to remove batteries to shut down audio alarm. Therefore, no assignable cause could be provided for this condition and no repair was performed as this is a stay-in unit. A service history review revealed the device has not been previously sent into service for the reported condition. A device history record review was performed finding the pump failed '810:04' and '812:05' at channel c. Pump was reworkedd & passed subsequent testing.